Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3415/8397434) to repair a thoracic aortic aneurysm with the diameter of 56 mm. Prior to the device implant debranching surgery from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries was performed. Total amount of blood loss during the procedure was 2,000 ml. It is unknown what specific procedure caused the blood loss, and if transfusion was performed. No other issues were reported during the procedure. The patient tolerated the procedure. Post-operatively the patient was transferred to ICU and stayed there for 20 days. On (B)(6) 2010, the patient developed mediastinitis. The cause of the mediastinitis was unknown; however it was reported that it was procedure-related. An antibiotic was administered to the patient to treat the mediastinitis. On (B)(6) 2011, post-operative follow-up non-contrast computed tomographic images showed that the aneurysm enlarged to 58 mm. On (B)(6), 2011, the patient developed cerebral infarction. The cause of the infarction was unknown. The patient was treated with medication (detail unknown). On (B)(6) 2011, the patient expired due to the cerebral infarction. No further information is available.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.